Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at maximum outputs and undersensing. During a device upgrade procedure, this lead was found to have dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.